Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. During procedure, in the first recapture the delivery valve didn't close completely, leaving the valve protruding 2 cm. The valve capsule was retracted and wrinkled, so we had to use a new delivery valve. Upon removing it from the patient, the doctors ordered a second valve because the leaflets didn't look good and the valve didn't close completely.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. During procedure, in the first recapture the delivery valve didn't close completely, leaving the valve protruding 2 cm. The valve capsule was retracted and wrinkled, so we had to use a new small flexnav delivery system and a new 25mm navitor vision valve. Upon removing it from the patient, the doctors ordered a second valve because the leaflets didn't look good and the valve didn't close completely. The patient remained hemodynamically stable throughout the procedure. There was no delay in the procedure. The patient was reported discharged.

Manufacturer narrative:
An event of incomplete coaptation was reported. The device was returned to abbott for investigation. The valve appeared dehydrated upon inspection, with all three leaflets showing limited mobility. Due to the condition of the returned valve, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incomplete coaptation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.